Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient had right thr 6 weeks prior to event. On (B)(6) 2012 the hip was dislocated, she went to emergency room and underwent closed reduction. Afterwards patient was scheduled for revision.(right) follow-up report #1. (B)(4). Additional information received from clinical on (B)(6) 2018. Allegedly, the patient has been revised due to dislocation.